Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device change-out procedure, the physician had difficulty inserting the left ventricular (lv) lead into the device header, but the physician was eventually able to do so. It was also reported that one day post implant, an x-ray showed that the lv lead was not fully inserted into the header. The pocket was reopened and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.